Manufacturer narrative:
(B)(4) d10: cat#: 110003636, lot#: 3881827 biolox delta cer lnr 40mm g. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation, the patient underwent a left hip revision due to pain. The patient was found to be 9 mm long and the cup orientation was approximately 38 deg inclination and 15 deg anteversion. The surgeon increased the offset to normal hip. Attempts have been made and no further information has been provided.